Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned with the stent protector applied, covering both stent and balloon. When pulling off the protector, the stent was pulled from the balloon as well. The stent is slightly waved, but otherwise undeformed. The balloon is well folded but contrast medium residue was observed in the inflation lumen which is indicative for the application of negative pressure. Stent imprints on the exposed balloon surface further indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent most likely reapplied to the balloon after its dislodgement. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the handling during the preparations for the intervention, i.e. Application of negative pressure prior to the placement of the stent across the target lesion which is warned against in the IFU.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a pre-dilated severely calcified lesion (90 percent stenosis degree) in a severely tortuous part of the distal lad. It was detected that the stent was missing when started to insert into the body. The physician and assistant looked for the stent in the operation room and finally found it inside the protector.